Event description:
It was reported the patient¿s stimulator battery depleted prematurely. The battery showed ¿low.¿ the depletion was really quick. The system was replaced.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's device had stopped working after only fifteen months. The patient was not experiencing pain.

Event description:
Compatibility guidelines were requested for MRI (head). The procedure was not due to a problem with the manufacturer device or therapy. There were no symptoms reported. Device still implanted. Patient later reported stimulator not working.

Manufacturer narrative:
(B)(4).

Event description:
It was reported stimulator was at end of service (eos). The patient was not receiving therapy. System replacement had not been scheduled yet. See also manufacturer's reports # 3004209178-2014-23996 and # 3004209178-2014-24004 for the concomitant system.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va06m2k, implanted: (B)(6) 201, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).